Event description:
I have been using dexcom g7 sensor and also receiver. I have had so many inaccurate readings for the past few months. I was using the dexcom receiver, got a new receiver and the same. I then went and got a phone that would work with the dexcom g7 and then again, the same. They have not been accurate for months, they also will have brief sensor issues many times a day and night, I am talking about 7 and up times. They also fail. I was so dependent on these telling my sugar to me and trusted them that I was treating high blood sugars with fast acting insulin, when in fact they was not high at all. Luckily, I was able to tell that my sugar had dropped low, after taking fast acting insulin and treat it. That happened a few times until I realized the g7 was not working correctly. I reached out to the company many times about this and all they did was want to send me replacement. No thoughts about fixing these sensors. At one point I had 3 replacements sent to me in one shipment. Today I was out with my family and my dexcom kept going off, between brief sensor issues and then telling my sugar was 39 and then low for around 2 hours. Then back to sensor issues then it failed. The other night, was the same, kept going off and waking me and my spouse up with brief sensor issues and such. I really hope you can do something about this. It is ridiculous. I believe I haven't had one work for the full time it is supposed to in the past few months. I do not know what they have done because before they worked just fine, and I think I had to have just a couple replaced and I have worn them a long time. They also only replace 3 sensors for a certain time, which is not right. The people or the insurance companies pay for these, they should work properly, and we the people should not be in fear that they aren't going to work. I used to trust them 100% with my life and now I am ready to switch to a new brand. I uploaded a photo of the data, all the spaces between dots were sensor issues. Ref reports: mw5167993, mw5167994.